Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent lysis of dense adhesions, rectocele repair with pelvicol, attempted laparoscopic sacrocolpopexy, and exploratory laparotomy. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, nausea and chills. It was reported that patient underwent removal of sacral colpopexy mesh on (B)(6) 2013 due to chronic abdominal pain, adhesions, and bowel omentum to abdominal wall. It was reported that patient underwent exploratory laparotomy, lysis of adhesions, repair of enterotomy, and drainage of intraoperative abdominal abscess on (B)(6) 2013 due to perforated viscus. It was reported that patient underwent exploratory laparotomy with drainage of intraabdominal abscess, small intestine excision and ileostomy on (B)(6) 2013 due to sepsis possible intraabdominal source. It was reported that patient underwent laparotomy exploratory, control bleeding, abdominal packing, bowel resection and take-down of ileostomy on (B)(6) 2013 due to post-op hemorrhage. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and pelvicol were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions, sacrocolpopexy, and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 4/20/2020. Additional narrative: it was reported that the patient died on (B)(6) 2016 due to chronic respiratory failure secondary to cerebrovascular accident.